Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic. The insulin pump was received with moisture damaged at the motor. They were unable to verify the unexpected restart alarm due to the blank display. The insulin pump was received with minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she is on vacation and she was at the pool. Customer stated that the insulin pump got water on it and it is not working. Customer stated that she decided to go into the pool but forgot that she had the pump on. Customer stated that the pump started beeping and she received an unexpected restart alarm. Customer stated that the pump is not doing anything but beeping with a blank screen. Customer's blood glucose was 70 mg/dl at the time of the incident. Customer stated there is visible fluid under the lcd screen. Customer stated that the pump was fully submerged in the pool. Customer stated that the unexpected restart alarm occurred shortly before the screen turned off. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.